Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report a gradual decrease in suction and unusual sounds from the motor while using the purely yours breast pump over the past month. Customer reports this resulted in decreased milk output. Customer was diagnosed with unilateral left breast mastitis on (B)(6) 2015. Customer spoke with her health care provider on (B)(6) 2015 and was prescribed a 10 day course of oral antibiotics to be taken 4 times/day. Customer reports mastitis symptoms resolved in 48 hours.

Manufacturer narrative:
"Product was evaluated for evidence of allegation. The returned ameda purely yours beast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed."